Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator showed oversensing of the respiratory rate trend (rrt) on this right atrial lead. High impedance out-of-range was noted. Technical services recommended turning of the rrt feature and bringing the patient to clinic for troubleshooting to know if the issue is related to spring contact issues or lead damage. This lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).